Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to greater than 13.9 mmol/l (250 mg/dl) while wearing the pod on their abdomen between 5 and 24 hours. The patient reported while walking around and doing jobs, their bg went high and when they looked down, they noticed the pump had started peeling away from their abdomen and it appeared the cannula had dislodged. As treatment a new pod was applied.